Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. A visual inspection of the returned insert indicated damage to the dovetail. It was reported that the device would not lock properly. Therefore a dimensional inspection was conducted. Unfortunately, the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no other complaint for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery insert would not lock properly. A backup was used to complete the procedure. No injury, delay greater than 30 minutes reported.